Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22aug2019. The product support engineer (pse) advised the customer to replace the power overlay and ui pcb. Overlay, power switch. The customer repaired the unit by replacing the overlay. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported error code 1105-alarm light emitting diode (led) failed. There was no patient involvement.